Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was over 300 mg/dl. The customer's mother stated that when she tried to bolus the pump, it was not responding properly. The customer's mother stated that when she tried to do a correction, the buttons do not move. The mother stated that the buttons are sticking a lot. The mother stated that there may be an issue with the escape and act buttons. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The pump had intermittent button response due to flattened dome switches. The keypad connector at the lcd board was found locked. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube, a scratched keypad overlay and a stained end cap sticker.